Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon catheter allegedly could not be reshaped using the sheath before being inflated for the second time. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon catheter allegedly could not be reshaped using the sheath before being inflated for the second time. The physician attempted to use the balloon guard to reshape the balloon, but the guard was too tight and the balloon could not be reshaped successfully. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter with protective tubing returned for evaluation. One photo was provided and reviewed. The photo shows the conquest balloon was within the balloon guard. Catheter hubs are not visible, and no other anomalies were noted. Upon visual inspection, it was noted the balloon was within the balloon guard. No kinks noted to the catheter shaft, no anomalies to the bifurcate, luers, and y-body. During functional testing, the balloon guard was pulled distally from the balloon, however large force was necessary to remove the balloon guard. Upon removal, the balloon was clean and appeared tightly packed as if it had not been previously inflated. An in-house presto inflation device was used to inflate the balloon. Balloon inflated and maintained pressure; balloon deflated without issue. No other functional testing performed. The investigation is confirmed for the reported failure to fold and incorrect procedure as the user reported balloon guard was used to reshape balloon, which could have caused difficulty in refolding the balloon. Therefore, the definitive root cause was determined to be use-related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.